Event description:
It was reported that the 2.5 x 33 mm xience pro xpedition was advanced, but resistance was met with the 6f introducer sheath and the proximal shaft separated. A new xience was used to successfully treat the lesion with a good patient outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The resistance with the introducer sheath was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Date of event - estimation. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us.